Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with ceftazidime (1.125gram, route and frequency was not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.